Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that six months post implant, this pacemaker showed a battery status of 1.5 years remaining. Additionally, the device and another manufacturer¿s right ventricular (rv) lead exhibited noise and oversensing resulting in storage of several non-sustained episodes. The local field representative reported that the noise occurred during an unrelated procedure two months ago involving intraoperative cautery and induced ventricular fibrillation (vf). Post procedure, another manufacturer's right atrial (ra) and rv leads exhibited increased thresholds and decreased sensing and pacing impedance measurements at which time, outputs were increased. Recent threshold measurements were improved and outputs were reduced. The device recently showed a battery status of 3.5 years remaining. The physician plans to continue monitoring. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received that this pacemaker was explanted for normal battery depletion. No adverse patient effects were reported.